Manufacturer narrative:
H.10:the push button switch is a small, sealed mechanism that completes an electric circuit when it is pressed. When it is in the "on" position, a small metal spring inside makes contact with two wires, allowing electricity to flow. When it's off, the spring retracts, contact is interrupted, and current does not flow. If the switch does not properly latch, most likely is the internal spring to be faulty. The reported event has been re-evaluated as non reportable since the failure to power up a pump is always detectable prior to use on a patient thus, it is not likely to contribute to serious injury.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility and replaced the push button switch. The issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that during priming a s5 double head pump power button did not remain in on position. There was no patient involvement.